Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient fell and the device eroded and became infected. Attempts to obtain additional pertinent information were unsuccessful. The pacemaker was explanted and is no longer in service. No additional adverse patient effects were reported.